Event description:
The account reported the intraocular lens was explanted 1 month after initial implant due to improper iol power initially implanted. No patient injury.

Manufacturer narrative:
The returned lens was measured for diopter and is correct as labeled, 16.5 d. The iol met all specifications for optical properties. The original implant was replaced with a higher diopter lens of the same model. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information is included in this report.